Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and calcified distal left circumflex (lcx). The 1.50x20mm maverick otw balloon catheter was used on the target lesion and ruptured at 6 atms. The procedure was completed with the same device with no patient complications reported. The patient's current condition is listed as "good".